Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they had high blood glucose readings. The customer's blood glucose reading ranged from 200 mg/dl to 350 mg/dl. However, customer also reported that after checking their blood glucose reading with their meter their reading was 27 mg/dl and 97 mg/dl. Troubleshooting was performed and did not find anything issues with the insulin pump. The product was not replaced or returned.